Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: anisomastia. (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a primary breast reconstruction with an unspecified 600cc mentor gel breast implant experienced left-sided anisomastia postoperatively. The patient reported that the left implant was sitting high, and was bigger than the contralateral side. As a result, the patient underwent unilateral explantation and replacement with 500cc mentor memorygel breast implant, catalog # 3507500bc, left lot-serial # (B)(4), on (B)(6) 2021.